Event description:
Battery charging and life issues. (B)(6) wanted me to inform you that although he received the recommendations in the service report regarding charging, there is nothing about minimum charging times in the user manual. I had a brief look at the user manual and also did not see anything to this effect. I imagine it is related to the overall error however (B)(6) reports not getting the battery warning beeps until 5% battery. Lastly, (B)(6) had a fall when his knee went into safety mode and the knee did not extend back from flexion on a step. I now see in the user guide there are warnings about altered damping behaviour in low power modes etc. But I told him I would mention it. I don't often have clients willingly walking around in safety mode so can't say I've needed to look this up before. I have discussed with (B)(6) that when his knee returns, he needs to ensure he starts following recommended charging procedures. Good morning (B)(6), please see the six emails I got overnight below. Can you please call me as soon as you are available? I head to (B)(6) at 1030 this morning. We have a loaner here for e.c. (Not the correct axon tube length) but I could take it with me to (B)(6)? 1. Hey, hi I put the leg on today at 88 % charge for physio at 11am now at 15.54 just got the warning buzzer to say 5 %, I really don't care what they say but there's a problem. I understand not your fault but this is not acceptable battery life as it's not safe for me ok. 2. Hi, (B)(6) as requested, now I had a fall leg went limp no fail-safe mode with a crutch luckily, I didn't hit my head on the concrete. Bother you ask I don't do anything that would cause me to hit the deck as it hurts ok. I am not asking anymore I am now demanding it sorted out asap. 3. Hi (B)(6). I didn't read over everything I sent my bad some doesn't make sense but you get how mad I am at the moment ok. 4. This is flat to charging at 17.26 ok don't say that's normal I will send a pic at 18.30 or 19.30 as it takes 8 hours to charge. 5. At 17.58 95 % charged as a normal person would consider this charged regardless of the 8 hours needed by them. I am not dumb or stupid so explain how this system only last 5 hours as I said when you are at work start the ball rolling before I do it ok as I said it's not your fault but it's my problem & I fix problems fast. 6. Sorry my bad again but as I said not happy there's a problem with the leg (photo of all five green lights). (B)(6) told me today that the fall hurt his left wrist (dominant hand), and he has now seen a gp. The pain is hindering his use of crutches when needed. (B)(6) is very happy with the loaner unit. Has did need to charge it for 5 days and when he put it on charge it was at 31%. He notes charging lights going up incrementally as they should, rather than his knee that would go from say two lights straight to five.